Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 55-year-old male male of unknown race in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported the patient lost pulse in the right arm. Inotropes were increased despite being on maximum support from impella. The impella was removed the same day due to the pulse issue and the physician decided to use venoarterial extracorporeal membrane oxygenation (va ECMO).

Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the limb ischemia ¿ reversible issues has been completed. The device was not returned for investigation. The cause of the bleeding issue was most likely patient movement. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.